Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, approximately 30 seconds after ablation of the juxtacardiac (s2¿s lesion under the diaphragm) tumor with an output of 100 w with emprint caught a cardiac arrest for about 10 seconds from the high bradycardia. When ablation was stopped immediately, the heart beat resumed, the patient finished without sequelae. The heart and ablation prediction range was about 2 cm apart and it was judged that it was safe to burn and it was treated. The procedure was not completed and need a re-operation due to the issue.